Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced that infusion set tubing detachment from tubing connector and infusion set tubing came apart at right side of abdomen. The infusion set was in use for one to two days. No further information available.

Manufacturer narrative:
(B)(4) - device 1 of 6. E1: patient city: (B)(6). Patient country: united states.